Event description:
It was reported to boston scientific corp that a sensation standard oval snare was used during a polypectomy procedure on (B)(6) 2009. According to the complainant, during the procedure, the snare failed to cut and coagulate the polyp. The procedure was completed using another sensation standard oval snare. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant device has been received by the MFR; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).